Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, stored egms revealed noise on pace/sense portion of the ventricular lead. Patient received therapy. The noise was not reproduced with all form of manipulations. The therapy was programmed off. The lead remains implanted.